Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, the device went into back up mode following a magnetic resonance imaging scan. Technical support was contacted and it was determined that the high voltage therapy was not available when the device was in back up mode. The device was reprogrammed to resolve the event. The patient was stable with no consequences.